Manufacturer narrative:
Maquet scheduled a visit to the facility in order to evaluate the device. This investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that some fragments fell out of the dust cover onto the patient while the patient was being prepared. No injuries were reported. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The field service technician evaluated the device and found that the metal dust cover of the light system fell out. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the dust cover. The most probable root cause is a wrong installation of the metal dust cover. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis on the patient when the event occurred. No information was provided regarding device repair. To avoid this issue, maquet sas initiated a modification file in august 2016 to include this dust cover fitting procedure in the technical documentations with all spring arms. The powerled series user manual instructs to perform a daily check of the general state of the device and recommend, during the yearly maintenance to check all cap and cover about the device.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The manufacturing site was made aware of additional information on 12july2016. This new awareness date was previously omitted from the previous follow-up report in error. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).